Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pain was severe since they got the new implant, to the point they could hardly walk. They went to their urologist who said maybe the power was too great. They said they said they had changed the settings many times and waited 5-7 days. The therapy barely worked during the day and at night it didn't work at all. They had to wear a diaper. The pain was unbelievable. They checked their current setting and it was program 5 at 0.6. They said it was uncomfortable in the lower spine area. They were asked if they had tried other programs and they said they had tried 1, 2, 3, and 4 and they were on 5 at the time of report. They had not tried turning therapy off. On the call they shut it off and they were going to see if that helped the pain. Notification was sent to the field. Additional information was received by the patient. The patient stated they turned stimulation off for 1 week and there was no change. The patient said that the healthcare provider (hcp) prescribed antibiotics for 10 days and the patient stated they don't know what's going on. No further complications were reported.